Manufacturer narrative:
Meter has been physically damaged (housing cracked) and has been contaminated with a purple liquid residue. There were no indications of burning, melting, explosion or other signs of electrical short found in the evaluation of the returned meter.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer reported that his nano meter "exploded" during the night. The customer was unable to remove the battery due to melting of the meter. No adverse event reported. Return of the suspect device was requested for evaluation.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.